Event description:
It was reported to medtronic minimed that the customer was found unconscious due to hypoglycemia. The severe low blood glucose value was 16 mg/dl. Emergency medical services responded and was administered glucose gel and multiple bags of liquid sugar. The event involved product(s) mmt-1884, mmt-431ag, mmt-342, mmt-5120a. Troubleshooting was performed customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer was hospitalized over 24 hours and recovered after more than 6 hours of treatment as customer experienced insulin over delivery from the pump.the customer was advised to complete a carelink upload before returning the pump. No further patient complications were reported. Mmt-1884, mmt-431ag, mmt-342, mmt-5120a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.